Manufacturer narrative:
At the time of explant the nalu system had not been activated by any nalu personnel and the patient adamantly refused to allow any troubleshooting by nalu personnel. A nalu representative present at the explant procedure reported no obvious signs of any system damage, malposition, or migration. Cause of the rc error message is unable to be conclusively determined due to patient being uncooperative, however it is likely that the issue stems from lack of training with the patient on how to use the system. The patient was provided only a high level training at the time of implant and would normally have been provided more in depth training at the post-op follow-up visit. Suspect patient misuse of the system and subsequent uncooperative behavior directly caused the error message noted by the patient and the system failure to function as designed.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after a successful trial phase. During the trial, the patient reported reducion in pain levels from 7/10 down to 2/10. A permanent system was implanted on (B)(6) 2024 using ultrasound, placing the implantable pulse generator (ipg) in the calf area with the leads targeting the tibial nerve to treat left foot pain. At the implant procedure, several preliminary programs were uploaded to the nalu system and the patient was given instructions on use of the system. The programs given at the implant date typically require reassessment and updating at future post-op follow-up appointment and when the system is activated by a nalu representative. After the implant procedure the patient reported to the physician that he was unable to use the system due to the remote control (rc) application failing to communicate with the nalu system and continuously reporting "searching, please wait". Patient claimed that the system does not work and requested to remove it. Physician recommended to have a nalu representative assess the system and programs, however the patient adamantly refused to allow any troubleshooting by nalu personnel. A full system explant was performed on (B)(6) 2024 per the patient's request.